Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump were unresponsive. The customer's blood glucose was 11 mmol/l. The device was not dropped or bumped. The arrows and the act buttons aren't responding. The battery was changed and no moisture damage was noted.

Manufacturer narrative:
The pump was received with all buttons working properly, and no keypad anomaly. However, the keypad connector at the lcd board was found unlocked. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked display window.